Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation found the threads had fractured in the cup as stated in the complaint. The returned fractured instrument shows failure via fracture consistent with bending overload.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported patient underwent an initial total hip arthroplasty on (B)(6) 2015. During the procedure, the threads broke off of the insertion handle during impaction and the threads remained in the cup. The cup was removed and another cup was used to complete the procedure.